Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed inflammation and swelling extending beyond the sensor patch perimeter. On (B)(6) 2024, the patient consulted a physician who prescribed an oral antibiotic medication (cefalexin, unspecified dosage) to help with the swelling. At the time of report the swelling had already subsided. No additional event or patient information is available.